Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , it was reported that the patient felt dizzy and did a bg fingerstick (fs) and it read 52 mgdl and the dexcom cgm was 120 mgdl. The patient took 15g of pure sugar. It is unknown who called the paramedics, but they arrived 30 minutes later and administered an unknown amount of glucagon via a shot. A hour and half later the patient's fs value was 130 and stable (no cgm was recorded at this time). Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.